Event description:
Additional information received on 2/2/2024: this was discovered after an arthroscopic rcr, subacromial decompression, and labrum limited debridement procedure on (B)(6) 2023. The patient experienced rashes, hives, redness, and itchiness. The reaction was not localized at the surgical site; it began under the arm, later spreading to the chest and opposite extremities. The reaction was identified approximately one-week post-operation. The patient went to urgent care and was given clotrimazole, which slightly worsened the reaction. The patient tried hydrocortisone ointment and took prednisone and zyrtec. The reaction continued, and the patient made several trips to urgent care. The patient received fifty milligrams of benadryl injections at least three times during urgent care visits. The patient was also treated with xolair during one of the urgent care visits. The patient consulted with a dermatologist and was prescribed allegra with zyrtec. The patient continues to take prednisone and hydroxyzine pamoate. The patient will be consulting an allergist. All the implants remain in the patient.

Manufacturer narrative:
Additional information: b.5 event updated, g.3 follow-up information received.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that a patient-specific event is the most likely cause of the reported failure. Directions for use (dfu) dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors. Section d. Adverse effects. 1. Infections, both deep and superficial. 2. Foreign body reactions. 3. Bioabsorbable only: allergic-type reactions to pla (poly lactic acid) materials (plla (poly-l-lactic acid), pldla (poly-l-d-lactic acid) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. The complaint allegation was not confirmed, the device was not received for evaluation, and no evidence of the failure was received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/2/2024, it was reported by a sales representative via email that an ar-1926bc biocomposite pushlock was implanted in a patient. Post-operative, the patient is experiencing an allergic reaction. It has not been confirmed if the allergy is due to the arthrex implant. No further information has been provided. Additional information requested.